Event description:
It was reported that the customer received a continuous glucose monitor error 42. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.